Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming ¿no disposable pump won't run". The settings were reviewed and showed reservoir volume 16.9 ml, rate 5.5 ml/hr, given 236.10 ml. The pump was turned off, and the tubing was clamped. The cassette was removed, and the tubing was massaged. Bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached, but the pump alarm returned upon startup. The process was repeated, but the alarm persisted. The event occurred while in use with a patient at the patient¿s home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.